Event description:
It was reported that during a diagnostic procedure, the tip of the meier guide wire fractured inside the patient. The physician was able to remove the fractured portion with a biopsy forceps. Additional information regarding this complaint has been requested.